Event description:
Customer allegedly received the following results, with two different compact meters, within 10 minutes: 78 mg/dl - system 1 and lo (less than 10 mg/dl) - system 2. No adverse event reported. Requested return of suspect devices and strips, and replacement was sent.

Manufacturer narrative:
This case, with patient identifier (B)(6), is related to case with patient identifier (B)(6). It was unknown if the initial reporter sent report to the FDA device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Manufacturer narrative:
(B)(4). It was unknown if the initial reporter sent report to the FDA.